Event description:
It was reported that charging cable for insulin pump was damaged and only partially worked, causing difficulty charging pump and making charging supplies no longer functional. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, and technical support arranged replacement of damaged charging supplies with two-day shipping; no additional corrective actions were reported.